Event description:
It was reported the customer experienced a "high" blood glucose (bg) level and trace ketones. The cause of the high bg was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level.